Event description:
Customer reported that a pyxis medstation es unexpectedly stopped responding, preventing user access to medication. Customer reported that ativan was the required medication. Nurse was able to obtain the required medication from a nearby unit. Reported delay to care between 15 to 30 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es unexpectedly stopped responding, preventing user access to medication. Customer reported that ativan was the required medication. Nurse was able to obtain the required medication from a nearby unit. Reported delay to care between 15 to 30 minutes. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and reimaged the station's hard drive. Customer confirmed device is operational. The complaint file remains open as of (B)(6) 2022. A supplemental report will be submitted after the investigation is completed.

Event description:
It was reported by the customer that a pyxis medstation es system was rebooted three to four times within a twelve-hour period. Each reboot took ~30 min due to which patient care was getting affected. Other station issue bs-cpod, bs-apod, bs-4w and other sporadic machines. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4(cat#), d4(UDI), d5, d9, f7, f13, h6(annexe), h6(annexb), h6(annexc), h6(annexd). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jul-2020 to 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station is constantly rebooting, so the field service engineer reimaged the station and configured the hard drive. The system functioned as intended after troubleshooted by the field service engineer.